Event description:
Boston scientific received information that during the pre-discharge check this right ventricular (rv) lead exhibited an increase in pacing impedance and threshold measurements. The physician elected to monitor the situation. Three months later the physician elected to perform surgical intervention after loss of capture (loc) was observed however there was no asystole greater than two seconds in duration. The clinical observations were due to a suspected lead dislodgement; however, this was not confirmed via an x-ray or fluoroscopy. The lead was modified surgically and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.